Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had been experiencing blood glucose levels over 600 mg/dl. The customer reported that the day before the call, the keypad was unresponsive and numbers were ramping on the display. Blood glucose level at the time of the incident was 300 mg/dl. The customer reported that the insulin pump had recently been exposed to humidity. Customer also reported that her blood glucose level dropped to 68 mg/dl quickly and the insulin pump appeared to be working correctly. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.